Event description:
It was reported that during a lap gastric bypass procedure, the first firing of the stapler with the white cartridge on the jejunum produced a staple line that was not complete with mostly malformed staples ( will send picture with device). The device and cartridge were removed from the field and another was opened to complete case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Don't know. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Don't know. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Not that I'm aware of. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with two cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.